Event description:
It was reported through remote transmission, the patient received inappropriate atp and hv therapy. The rhythm was diagnosed as atrial fibrillation with rapid ventricular response, but the rate fell into the ventricular fibrillation zone. The device remains implanted. The patient will undergo tests to determine the cause of the inappropriate therapies and will continue to be monitored.